Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+2.0/073 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with clear surgical residue in a micro centrifuge vial. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d11- cartridge model sfc-45 - lot# "1445291" should be corrected to "1451713" in the initial MDR. Additional information: b3- "(B)(6) 2019" should be in the initial MDR. B5- "the lens was exchanged for a shorter lens on (B)(6) 2019. The exchange resolved the problem." Should be added to the initial MDR. D7- "(B)(6) 2019" should be in the initial MDR. Claim# : (B)(4).